Event description:
Device report 1 of 3: reference MFR reports: 1627487-2012-09112, 09113. The patient received her scs system including two percutaneous leads (from two different lots). It was reported the patient had a surgical intervention for lead replacement due to high impedance values. During the procedure, the physician noticed corrosion in the ipg header. The ipg was explanted and replaced with a new ipg. The patient had also previously reported feeling pressure at the ipg site when stimulation was on. Effective stimulation was captured postoperative. No further patient complications were reported.

Manufacturer narrative:
Results: the returned device was visually examined. The lead revealed a kink with all wires broken approximately 10cm from the stimulation end. A compression mark consistent with the use of a swift-lock anchor was observed 1cm distal to the fracture site. As there was no breach of the outer tubing of the lead, the damage observed was consistent with an overstress condition the lead was subjected to while it was implanted.